Manufacturer narrative:
It was reported that during post-dilation of a stent, the balloon ruptured. An indeflator was used and it was reported that the balloon ruptured below nominal pressure. There was no adverse consequence to the pt. It was reported that the product appeared perfect prior to use, was prepped according to the IFU and no anomalies were noted during prep. No additional intra-procedural details were provided. It is unknown if there was any difficulty advancing the catheter to the lesion or while crossing the lesion. The product was not returned for analysis. Lot history review revealed this to be the first complaint of this type reported for this sterile lot number. Review of the manufacturing records revealed no anomalies that can be associated with the reported complaint. The lot was found to have passed burst pressure testing prior to release. Conclusion: at this time there is not enough information to draw a clinical conclusion between the device and the reported event.

Event description:
The report we received from our affiliate indicated that during post dilatation of a palmaz stent in an unk target vessel, the balloon ruptured below nominal pressure. There is no information available as to what balloon was used to complete the procedure. There was no report of pt injury. The product appeared perfect during pre-use inspection and no anomalies were noted during prep. As per the reporting affiliate, no additional pt or procedural information is available.